Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer blood glucose was 167 mg/dl and the sensor glucose was 40mg/dl at the time of the incident. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event 40 mg/dl. Threshold suspend limit in sensor settings 60mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also received the pump error alarm which was clear after the troubleshooting as well as customer assisted to perform self-test which was passed. The sensor will be returned for analysis and insulin pump will not returned.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test and sensor failed per specifications.